Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that the cause of the inability to communicate with the implant was determined to be the human support team error. As resolution, instead of calling the manufacturer, they will now have to go to their doctor's office to get help for adjustments. It was unknown whether the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient was having some difficulties to connect with their implant the first time. Connection was not successful after multiple attempts and confirming that patient was opening the correct app. Patient was not good with the technology so they will ask for help to their hcp to connect with the implant in the follow up appointment on july 17th and they will call back for any additional assistance. Additional information was received from the patient on (B)(6) 2024. The patient stated that the cause of the inability to communicate with the implant was determined. The most likely cause of the event was they could not understand english and the patient could not understand indian and talked to them 3 times with same results but could not understand the language. When asked what steps were taken to resolve the issue, the patient stated that they have an appointment with their doctor to get their device removed. The patient flooded their pants for almost 4-5 times and they need to remove 4-5 pants due to flooding. The issue was not resolved.